Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Hybrid analysis revealed that a slightly anomalous pacing amplitude and a slightly diminished fetboost supply was observed. This was due to a slightly leaky fetboost capacitor (position c88), which caused the fetboost voltage supply to drop from its nominal level. Although a more pronounced leaky c88 is known to be able to trigger oversensing and inappropriate shocks, it cannot be concluded that the slightly leaky c88 was the cause of the (unconfirmed) field-reported conditions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing. High impedance values were noted on all channels. High volt therapies were programmed off that day. The next day the lead impedance values were stable. It was determined that this was a device malfunction. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.